Event description:
Nellcor received notice from a non-medical source claiming a #6 shiley xlt tracheostomy tube was placed in a pt following a tracheotomy; the tube became occluded two days later and was replaced three times with other shiley xlt tubes (sizes #6, #7 and #8) over the next three days (various circumstances of airway occlusion and/or reduced oxygen saturation and blood pressure are described); when the fourth tube was in place, the pt's saturation again dropped and the nurse was unable to pass a catheter to suction the pt; attempts by the nurse to manually ventilate the pt were unsuccessful and a physician ultimately re-established the airway by removal of the xlt tube and replacement with an endotracheal tube; the pt expired later that day.